Event description:
This is an international report where there was a transfer set that had a bent spike from the connection by the clean flash. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The root cause is undetermined.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). One used set with no cap on spike and no cap on patient connector in reference to damaged was received. The complaint was confirmed in the lab for damaged, the tip of the spike was bent inward.